Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer repaired the leak temporarily at the waste-line drain joint, re-routed the extension cord cable, dried the floor and the electrical circuit was re-established. The cse replaced the waste tubing as a preventive action but there was no issues associated to the waste tubing. The cse found that the leak and short circuit was not associated to any part of the siemens instrument. It was caused by a leak on the sink drain in the same room where the instrument was located. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported a leak coming from the system waste drain tube on a dimension exl 200 instrument. The leak did not cause any slips, trips, or fall hazards but shorted a multiplug extension cord causing smoke. Customer cleaned the leak with personal protective equipment (ppe) and repaired the leak at the waste line. There are no known reports of patient intervention or adverse health consequences due to the event.